Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." "Material sensitivity reactions." "Fretting and crevice corrosion may occur at interfaces between components." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01934 / 01935).

Event description:
It was reported a patient enrolled in a clinical study underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, operative report noted patient was revised on (B)(6) 2014 due to acetabular loosening, metallosis and corrosion. Operative report further noted effusion and clear fluid during the procedure. The modular head and acetabular cup were removed and replaced.